Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. Two encoder nuts were found to be loose. The main seal was found to be pinched, but was noted to be undamaged. Display wires were found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector. The epg was returned for service. There was no patient involvement.